Event description:
Per fresenius kabi r&d: "cleared occlusion alarm allows completed bolus to be restarted". Preliminary evaluation of the device logs shows the following: testing resulted in the discovery a different failure mode. If a continuous downstream occlusion happens during the final stroke of a primary bolus and the control system subsequently sends a volume update that will complete the bolus infusion, the programmed bolus infusion is not cleared and can be started by the user even though it has 0 vtbi remaining. In this case if the user starts the bolus infusion it will infuse at the programmed bolus rate until being stopped by the user. There could be a potential for an overdose. There was no overdose situation as it was discovered during internal engineering testing. To date, fresenius kabi has never received a report with this issue from any customers. Despite this and as a conservative measure, fresenius kabi is submitting a report due to the referenced technical issue. Further information is needed to complete the investigation.

Event description:
An internal CAPA was opened to review the issue. Determined to be critical as the issue may result in an over-infusion event. The root cause was determined to be a source code issue. Sw recall was initiated to address this issue (FDA assigned recall #z-1484-2024); complaints will continue to be monitored over the next few months to measure voe.